Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in home hospice care. The customer was hospitalized 6 weeks prior to passing. The cause of death was end stage chronic obstructive pulmonary disease. The caller stated that the customer had diabetes, blood issues, and chronic obstructive pulmonary disease that may have led to the customer's passing. The customer¿s blood glucose was 508 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was using a competitor's sensor system. The caller also stated the customer had issues with a blank pump display. The caller declined to return the insulin pump for analysis.